Manufacturer narrative:
Document review: versafitcup dm acetabular shell 50, code 01.26.50mb / lot 090079 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. All the items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.

Event description:
(B)(4).